Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent a repositioning surgery at the beginning of (B)(6) 2022 due to movement of the implant towards the pinna. Reportedly, the user then put on his audio processor and reported a fuzzy sound quality. A CT is planned to confirm the placement.

Event description:
In december 2021 the user reported that the device moved towards the pinna after chronically rubbing over the implant site. The user underwent a repositioning surgery at the beginning of (B)(6) 2022 to position the device more posteriorly. After the surgery, when the audio processor was put on again, fuzzy sound quality was reported. On the (B)(6) 2022 at programming after the first revision surgery, the user had no hearing perception on channels 7-11 but a pulsation could be felt over the entire head with stimulation. The user underwent a second revision surgery on the (B)(6) 2022. The surgeon reported significant scar tissue growth in the mastoid cavity and facial recess as well as excessive bony growth around the facial recess. The user was seen again on the (B)(6) 2022 for programming after second the revision and was doing well with the repositioned device. On the (B)(6) 2022 it was reported that there has been decreasing sound quality since the last appointment. The quality is becoming more and more tinny. There is concern that the electrode is backing out again, but the surgeon is not planning to do a repeat CT at this time and the user will be monitored.

Manufacturer narrative:
Additional information: according to the information received from the field, the implant housing migrated from its intended position and the recipient underwent a revision surgery to re-position the device. Reportedly, the recipient repeatedly rubbed over the implant area, which might have induced the misplacement in combination with insufficient fixation. After the revision surgery the electrode array partially migrated out of cochlea as confirmed with diagnostic imaging. Another revision surgery was performed successfully to re-insert the electrode, during which tissue growth in the facial recess was found, that likely contributed to the observed electrode migration. As per additional information received, some basal channels show high status due to undetermined reasons and were disabled. Also, following this second revision surgery, the recipient has reported decreasing sound quality since re-activation and there is concern of further migration. However, the recipient will be monitored by the clinic and the device remains implanted.

Event description:
The user was implanted in (B)(6) 2020 and the hearing performance with the device was as expected. However, in (B)(6) 2021 the user reported that the device moved towards the pinna after chronically rubbing over the implant site. The user underwent a repositioning surgery at the beginning of (B)(6) 2022 to position the device more posteriorly. After the surgery, when the audio processor was put on again, fuzzy sound quality was reported. A CT scan from (B)(6) 2022 showed that a portion of the array was out of the cochlea. Displacement of the array occurred post-revision surgery, because at revision surgery the surgeon confirmed before closing there were no extra-cochlear contacts. The user underwent a second revision surgery on the (B)(6)2022. The surgeon reported significant scar tissue growth in the mastoid cavity and facial recess as well as excessive bony growth around the facial recess. The user was seen again on the (B)(6)2022 for programming after the second revision and was doing well with the repositioned device. On the (B)(6)2022 it was reported that there had been decreasing sound quality since the last appointment. The quality became more and more tinny. As of information received on the (B)(6)2022, the electrode migrated further and 5 channels were disabled. Therefore, the user was re-implanted. Electrode array migration was confirmed, but the implant itself was solid and there was no rocking when pressed on it. During the surgery a significant amount of bone growth was seen which made explanting the device difficult.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the implant housing initially migrated from its intended position and the recipient underwent a revision surgery to re-position the device. Reportedly, the recipient repeatedly rubbed over the implant area, which might have induced the misplacement in combination with insufficient fixation. After the revision surgery the electrode array partially migrated out of cochlea as confirmed with diagnostic imaging. Another revision surgery was performed successfully to re-insert the electrode, during which tissue growth in the facial recess was found, that likely contributed to the observed electrode migration. Finally, the device was explanted due to a re-occuring migration of the active electrode out of cochlea. Information on the device explantation report form states that five channels were found extra-cochlear.this is a final report.

Event description:
In (B)(6) 2021 the user reported that the device moved towards the pinna after chronically rubbing over the implant site. The user underwent a repositioning surgery at the beginning of (B)(6) 2022 to position the device more posteriorly. After the surgery, when the audio processor was put on again, fuzzy sound quality was reported. A CT scan showed that a portion of the array was out of the cochlea. Displacement of the array occurred post-revision surgery. The user underwent a second revision surgery on the (B)(6) 2022.

Manufacturer narrative:
Additional information: according to the information received from the field, the implant housing migrated from its intended position and the recipient underwent a revision surgery to re-position the device. Reportedly, the recipient repeatedly rubbed over the implant area, which might have induced the misplacement in combination with insufficient fixation. After the revision surgery the electrode array partially migrated out of cochlea as confirmed with diagnostic imaging. Another revision surgery was performed successfully to re-insert the electrode, during which tissue growth in the facial recess was found, that likely contributed to the observed electrode migration. The device remains implanted and in use.